Event description:
The stent balloon was inflating and it ruptured. Attempt was made to remove the balloon and leave the stent but upon withdrawing, the stent was on the balloon and as it was passing into the guide, the stent sheared off the balloon. Stent became dislodged in the proximal right coronary artery. A 2.25mm/15mm quantum apex was advanced without success, then a 3.5mm/20mm quantum apex, and still indentation another 3.5mm/20mm quantum apex drug-eluting and still indentation noted so a 4mm/20mm quantum apex was advanced and was successful.====================== health professional's impression======================had never had a stent balloon rupture before.====================== manufacturer response for stent, 2.25 mm/16mm atom libertetaxus drug-eluting======================cath lab notified them via email